Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant to ra appendage due to difficulty in position and dislodgement and was confirmed via fluoroscopy at implant. Moreover, the physician claimed one of the stiff stylets wouldn't insert into the terminal pin and into the lumen of the lead. Suggested to examine the lead for any lead pin damaged. This ra lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant to ra appendage due to difficulty in position and dislodgement and was confirmed via fluoroscopy at implant. Moreover, the physician claimed one of the stiff stylets wouldn't insert into the terminal pin and into the lumen of the lead. Suggested to examine the lead for any lead pin damaged. This ra lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. However, the damage in the terminal pin lumen allegation was confirmed as the terminal pin opening is clogged with dried blood/body fluid.